Event description:
It was reported that a malfunction alarm occurred, specifically identified as malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue reappears.